Event description:
It was reported that the procedure was to treat a lesion in the left coronary artery (lca) with 85% stenosis, mild calcification and mild tortuosity. The 4.0x20mm nc trek rx balloon dilatation catheter (bdc) was inflated three times at 12, 18 and 20 atmospheres (atms), respectively, and was losing pressure. The balloon could not be inflated during post implantation of a 3.5x28mm xience sierra stent. The bdc was not soaked and prepared (air aspiration) outside the anatomy prior to use. There was no resistance during advancement. A 4.0x15mm nc trek bdc was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The balloon rupture was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints. The reported event stated the balloon was inflated to 20atms. It should be noted that the instructions for use (IFU) states, ¿balloon pressure should not exceed the rated burst pressure (rbp).¿ product label shows the rpb to be 18 atms. Additionally, it was reported that the device was not prepped prior to insertion. Additionally, it should be noted in the IFU, in preparations for use #5c, states ¿apply negative pressure and aspirate for 15 seconds.¿ based on the information provided the cause for the reported the balloon rupture cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the devicena